Event description:
It was reported that the stimulation was not working well despite of optimizing the programs, and the patient was not getting good coverage of the pain areas. The implantable pulse generator (ipg) was also having increased charging demands. The patient underwent a revision procedure wherein the ipg was replaced with a magnetic resonance imaging (MRI) compatible device, and leads were added. The patient was doing well postoperatively and the explanted device was discarded by the medical facility.